Event description:
It was reported via clinic notes rec'd that the vns pt had a history of aspiration pneumonia. The relationship of the aspiration pneumonia to vns is unk as attempts to the physician have been unsuccessful to date. No device failure is suspected. Surgery to replace the pt's vns generator due to nearing end of service has occurred. Attempts for return of the explanted generator have been unsuccessful to date.